Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was pt said they couldn't get their implant (ins) to charge and couldn't get their stimulation/"lightening bolt" to turn on. Pt said they could get everything on their ins screen to come on except for the "lightening bolt". Pt tried to turn stimulation on during the call and saw the charge the ins screen. When pt tried to charge their ins, they could not get any of the coupling boxes full. Pt tried repositioning the antenna several times and tried turning antenna dial, all of the boxes remained empty. Pt said lately when charging, they would have all of their coupling boxes empty until they got the lightening bolt turned on and then would sometimes be able to get some of the coupling boxes to turn black. Pt inspected the recharger antenna and did not notice any damage. An email was sent to the repair department to replace the recharger. Pt mentioned that they had a rep come out because they were having new pain further over than where the stimulator was covering so the rep tried to extend the stimulation out more (no allegation made that it's related). The patient (pt) called back with the replacement recharger (insr). Pt said they tried to charge already but wasn't successful - pt said everything came on the screen, but they couldn't get the lightning bolt or the coupling boxes filled. Pt tried recharging during the call and reported no coupling boxes were filled. Pt tried turning the dial but still no boxes were filled. Pt said just the first part of the ins battery was flashing. The patient was redirected to their healthcare provider (hcp) as they still couldn't get coupling boxes with the new insr.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). The circumstances that the led to not being able to charge with the replacement was that their charge was too low. The step taken to resolve the issue was receiving help from medtronic. The patient stated this issue has been resolved. The pt also mentioned that the circumstances that led to their stimulation not turning on was their implantable neurostimulator (ins) lost charge. This issue has also been resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.